Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: iag (insyte autoguard) needle exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: iag (insyte autoguard) needle exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 24ga bd insyte autoguard IV catheter unit without packaging. The unit was received is in 2 portions; portion 1 is the protective needle cover with the catheter adapter inside and portion 2 is the needle hub assembly that is fully retracted inside the safety shield (barrel). The visual observation reveals the catheter adapter is mis-oriented and lodged inside the needle cover. The tab should be oriented with the narrow side of the needle cover, which is not seen with the returned unit. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing the reported defect can result from the needle cover misorientation or catheter adapter misorientation. It can also occur during use if the needle is put back into the cover for any reason. These are likely possibilities but due to lack of evidence neither can be confirmed with certainty.

Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: iag (insyte autoguard) needle exposure.